Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The father of a patient reports while his daughter was wearing a pod between 4 and 24 hours the pod was leaking and the cannula was not in the infusion site. The daughter's blood glucose level was 200 mg/dl. Once a new pod was applied his daughter's blood glucose was 220 mg/dl and then dropped to 190 mg/dl 30 minutes later.